Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the clips delivered but applier hard to fire. The surgeon must press more firmly than usual to close the clamp and release the clip. Several clips would not hold, they were twisted and arms crossed. No clips fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9149k. The analysis results found that the el5ml device was received with no damage in the external components. In addition, 5 clips malformed were returned inside a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.